Event description:
Transferred to pt regarding pump malfunction, pump serial number (B)(4) as pt places cartridge in pump to load. She received an error message. Push rod must move forward, remove cartridge and then press okay. Per manual pt should remove cartridge and press okay. Pt is following procedure but error message persists transferred pt to psr to courier pump. Serial number (B)(4). Dose or amount: cadd ms3 pump, frequency: continuous infusion, route: subcutaneous. Dates of use: from (B)(6) 2017 to present. Diagnosis or reason for use: i27.0 primary pulmonary hypertension.